Event description:
It was reported that the user experienced recurrent low blood glucose, with one event reaching approximately 50 mg/dl and lasting about 40 minutes, after recent therapy setting changes discussed with a clinician; low and urgent low alerts were received, and the user noted corrections might be aggressive. Symptoms included dizziness and blurred vision. Outcomes included self-treatment with oral carbohydrates and no need for assistance or professional medical intervention. Investigation included customer interview, data review, and troubleshooting with education on use. Investigation of this case revealed that the cause of hypoglycemia was unclear and device function could not be confirmed as contributory based on available information. It was concluded that the event was user-reported hypoglycemia with uncertain cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.